Event description:
It was reported that the workstation on the 2800 system would not power up following a power surge. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.